Event description:
Boston scientific received information that this pacemaker tripped the lead safety switch due to out of range impedances. Associated with this was evidence of oversensed noise on this right ventricular (rv) lead causing pacing inhibition of more than 4 seconds for a pacemaker dependent patient. No adverse patient effects were reported. Surgical intervention was performed and the device was explanted and the lead was surgically abandoned.

Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.